Event description:
Bard g2 ivc filter placed below level of renal veins. The catheter and sheath were then removed over the guidewire and the bard g2 ivc filter lot#gfqj0455 mode #rf310f, expiration date 10/09 was advanced through the sheath and deployed below the level of the renal veins. Following deployment of the g2 filter, it was noted that the inner struts did not deploy and were clumped together. In view of the finding, it was elected to remove the filter since this was a device failure.